Manufacturer narrative:
The insulin pump had operating currents in specification and no unexpected failed battery test alarm was noted. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that some of the buttons of the insulin pump were unresponsive. The customer also reported a battery out limit alarm and a failed battery test alarm from the insulin pump that was cleared. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.